Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Device history record (DHR): the DHR shows no abnormalities related to the reported failure. The mayfield triad skull clamp (a1108) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the unit was sent in for preventative maintenance. The unit needs repair, and replacement of worn/damaged parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that surgeon feels that the a1108 mayfield triad skull clamp is loose and requested for an inspection. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.